Event description:
Philips received a complaint on the dfm 100 indicating that the device is not switching on. The device was not in clinical use at the time the issue was discovered. Available details indicate that the device had exhibited symptoms of a power module failure and the customer was provided with a replacement power module. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.